Event description:
It was reported had high impendences, and as a result lost effective therapy. It was also reported the patient's ipg rotates often but the patient is not experiencing any pain at the ipg site. An x-ray confirmed the paddle wires were kicked at the ipg site. Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
Date of event estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-00596. Additional information was received stating that there was an infection at the ipg site, as well as an x-ray confirmed the paddle wires were kinked at the ipg site. Surgical intervention took place where the lead and ipg were explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.